Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported left side pain and anxiety due to product/procedure. Patient later reported "presence of some folds in the envelope and a minimal amount of liquid surrounding the implant", "fibrous capsules with usual enhancement thickness". The report of "simple cyst on the qil measuring up to 3mm" and "mild retroareolar ductal ectasia with a maximum caliber of 4mm" are not device related. The device remains implanted.

Event description:
Patient reported left side pain and anxiety due to product/procedure. Patient later reported "presence of some folds in the envelope and a minimal amount of liquid surrounding the implant", "fibrous capsules with usual enhancement thickness". The report of "simple cyst on the qil measuring up to 3mm" and "mild retroareolar ductal ectasia with a maximum caliber of 4mm" are not device related. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, d4, h4.